Manufacturer narrative:
The customer obtained a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. The most likely assignable cause for the non-reproducible, higher than expected vitros tropi es result is analyzer related, as the within-run precision test was unacceptable. Following completion of service actions acceptable vitros tropi es precision was observed indicating that the 5600 system was returned to its expected performance. Although there was no indication the vitros tropi es reagent issue contributed to the event based on acceptable historical troponin quality control data, a vitros tropi es reagent issue cannot be completely ruled out, as the troponin I level in the low level control fluid does not adequately verify performance of the assay at tropoinin I levels <url of 0.034 ng/ml. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it is unknown if the customer is processing the samples in accordance with the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros troponin I patient result: 4.960 ng/ml vs. Expected <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected result was not reported from the laboratory no treatment was altered, stopped, or initiated as a result and there was no allegation of patient harm as a result of this event. (B)(4).